Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier wire was exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received additional information regarding the complaint: the damage explained to the staff was that the wire was exposed as well as broken. The arm was no longer functioning. All other patient information is unable to be released.